Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet, with blood glucose rising after dinner and reaching greater than 400 mg/dl for approximately five hours; the user noted the infusion set adhesive was wet with an insulin odor and replaced the set, and no backup therapy or ketone testing was performed. Symptoms included a minor headache. Outcomes included no hospitalization, no professional medical intervention, and no additional assistance beyond troubleshooting and education. Investigation included complaint review and user troubleshooting focused on infusion site function and device dosing behavior. Investigation of this case revealed an unclear cause of hyperglycemia with a suspected infusion site issue given the reported insulin odor and wet adhesive, and inappropriate multiple meal announcements that could affect system learning. It was concluded that the event involved hyperglycemia of unclear cause, with user education provided regarding meal announcements and guidance to change supplies or contact support if persistent highs occur. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.